Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a variceal banding in the esophagus, performed in 2009. According to the complainant, during the procedure, the device misfired, deploying two bands at a time. The bands remained in the pt and the physician had no concerns with the bands passing naturally via peristalsis. The device and scope were removed from the pt. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.